Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to infection.

Manufacturer narrative:
This complaint has been reassessed and determined to be not reportable, item changed to unknown. The reported affected item was entered in error, the item was found to be a duplicate of the item on the current revision dticket.